Manufacturer narrative:
Other relevant devices are: vamf3636c200tu ; s/n: (B)(4); use by date: 2018-06-17; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant thoracic stent graft system was implanted for the endovascular treatment of thoracic aortic aneurysm of an unknown size. It was reported that, approximately 1.5 years post index procedure, the patient presented emergently to the ER. A CT showed that the valiant stent graft had migrated 7cm further up into the thoracic aorta, leading to aneurysm growth and a slow type ib endoleak. Intervention was carried out on the same date, 2 x valiant stent graft systems were implanted without incident to cover the observed rupture and to cover down as far as the celiac arteries, where the initial stent graft system had originally been implanted. As per the physician, the cause of the event was due to angulation in the distal thoracic aorta. No additional clinical sequelae were reported, and the patient is fine.